Event description:
It was reported that a transfer set disconnected from the patient line. The event occurred during the initial drain on the home choice (hc). The home patient (hp) stated they had walked too far away and the connection of the patient line to the transfer set loosened and became disconnected. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a connection issue, where the home patient stated they had walked too far away and the patient line became disconnected from the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to check all disposable set connections for a secure fit before beginning therapy. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies.sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.